Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal elite was deployed. Patient presented to physician's office 10 days later with ecchymotic groin and complained of groin pain. An ultrasound revealed a potential intimal flap at the puncture site of the common femoral artery. A right femoral angiogram in 2003 revealed filling defect in right common femoral artery. The patient was taken to surgery. The surgeon noted that there was an intimal flap associated with thrombus and also with the vascular sealant device within the lumen of the artery. The thrombus and foreign body were removed. An initimal flap was noted on the anterior surface of the artery. A large posterior plaque which impinged on the lumen was also removed. The intimal flap was tacked down with a patch and excellent flow as noted. Vasoseal was used to achieve wound hemostasis. The groin was stable following surgery and no further complications were reported.